Event description:
The customer reported that the system would intermittently not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.